Event description:
Device malfunction: none. Symptoms/ae: hypotension/bradycardia. Time of symptoms/ae: during and post the procedure. It was reported that during an internal carotid artery stenting procedure, the patient experienced hypotension. Dopamine was initiated. One day later the dopamine was discontinued and the patient was started on midodrine. Additionally, one day post procedure, the patient experienced symptomatic bradycardia; heart rhythm was documented as sinus bradycardia with first degree av block. An electro-physiological (ep) consult was obtained and the patient's beta blockers were held. It was reported a few weeks prior to the stenting procedure; the patient had been experiencing occasional palpitations, fatigue, sluggishness and dizziness. The patient was evaluated at that time by a physician regarding possible implantation of a permanent pacemaker. The hypotension had improved prior to discharge, but had not resolved. The bradycardia continued and the patient was discharged to home two days post the procedure with a holter monitor and instructions to discontinue the beta blockers as well as other antihypertensive medications. One day post discharge, the patient's blood pressure was evaluated and some of the patient's antihypertensive medications were re-initiated. Although requested, there is no additional information available.

Manufacturer narrative:
Study event. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. Hypotension and bradycardia are known potential adverse effects associated with the use of carotid stents as listed in the device instructions for use.